Event description:
It was reported the pt is no longer receiving stimulation. The pt could not remember the last time she recharged the ipg. On (B)(6) 2012, she was able to recharge the ipg, but remained unable to receive stimulation afterwards. The pt may undergo surgical intervention on a later date. Attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.